Manufacturer narrative:
The insulin pump was received with operating currents within specification. The device passed self-test, unexpected restarted error test, basic occlusion, and displacement test. The device was unable to prime unit during prime test due to faulty force sensor resistor. Occlusion test and excessive no delivery test weren't performed due to the prime anomaly. The device had cracked case at display window corners and minor scratches on the lcd window.

Event description:
Customer was going through the donation process. Customer was advised to return the donated product. No malfunction or serious injury was reported. Customer agreed to return the device for analysis.